Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No red light indicator anomalies noted during testing. Intermittent button response on the select button and pump error alarmed during selftest due to severe corrosion on keypad traces. Intermittent failed batt test alarms, pump error , pump error 49 and pump error 23 alarms after battery changes due to severe corrosion on all electronic assemblies. There was a constant restarts on the battery simulator power supply severe corrosion on all electronic assemblies. Analysis was unable to be perform for sleep current measurement and active current measurement due to constant restarts. The insulin pump was received with scratched casing, minor scratches on lcd window, creases on display window cover, pillowing keypad overlay, peeling end cap address label, cracked battery tube threads and corrosion in battery tube.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and was exposed to moisture. The customer's blood glucose level was 100 mg/dl at the time of incident. It was also reported that the up button and back button were not working and crack on the side of the battery chamber. It also reported that there was water in the battery compartment. The customer will return insulin pump for analysis.